Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia, untreatable') and device dislocation ('left essure not visible') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity in (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) with polymenorrhoea and abdominal pain ("severe abdominal pain"). On (B)(6) 2018 , the patient experienced device dislocation (seriousness criterion medically significant), 4 years after insertion of essure. In 2018, the patient experienced iron deficiency anaemia ("chronic iron deficiency anemia") with dyspnoea and asthenia. On an unknown date, the patient experienced pelvic pain ("severe pelvic pains"), dyspareunia ("pelvic pain which increased with intercourse"), dysmenorrhoea ("pelvic pain which increased during menstruation"), headache ("headache"), vomiting ("vomiting"), dysuria ("dysuria") and fatigue ("tiredness"). The patient was treated with progesterone and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018 . At the time of the report, the menorrhagia, device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, headache, vomiting, dysuria, fatigue and iron deficiency anaemia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, iron deficiency anaemia, menorrhagia, pelvic pain and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: problems with placement. Investigation - on an unknown date: poor placement of device 1. Ultrasound pelvis - on (B)(6) 2018 : right essure visible, it is not possible to identify left. Most recent follow-up information incorporated above includes: on 13-nov-2019: this case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia, untreatable') and device dislocation ('left essure not visible') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity in (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) with polymenorrhoea and abdominal pain ("severe abdominal pain"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant), 4 years after insertion of essure. In 2018, the patient experienced iron deficiency anaemia ("chronic iron deficiency anemia") with dyspnoea and asthenia. On an unknown date, the patient experienced pelvic pain ("severe pelvic pains"), dyspareunia ("pelvic pain which increased with intercourse"), dysmenorrhoea ("pelvic pain which increased during menstruation"), headache ("headache"), vomiting ("vomiting"), dysuria ("dysuria") and fatigue ("tiredness"). The patient was treated with progesterone and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, device dislocation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, headache, vomiting, dysuria, fatigue and iron deficiency anaemia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, headache, iron deficiency anaemia, menorrhagia, pelvic pain and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: problems with placement. Investigation on an unknown date: poor placement of device 1. Ultrasound pelvis on (B)(6) 2018: right essure visible, it is not possible to identify left. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.